Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during an in-clinic interrogation. Technical services (ts) reviewed the available data, noting a gradual increase in shock impedance over time with a more recent rise in measurements. Programming recommendations were provided, including adjustment of shock settings and continued monitoring of impedance trends. Lead replacement was recommended for consideration if impedance values continue to increase. No adverse patient effects were reported. This rv lead remains in service.